Manufacturer narrative:
(B)(4).

Event description:
It was reported in the sicu that the physician was attempting to place a femoral artery line into the male patient;s femoral vein. Upon removal of the swg from the catheter, the physician noticed tha the swg had frayed. As a result, the device was removed and replaced with another catheter to successfully complete the procedure. There was no reported delay, death, or complication to the patient as a result of this issue or occurrence.